Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06023480 that an 1271-200 targeting module has a crack in the jig and the bolt that holds the jig is loose. When the nail is fully tightened onto the jig, there is no positive stop, which then creates the nail to begin rotating while the nail is attached. This was discovered during a case, with no adverse effects on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is confirmed. One unpackaged 1271-200 batch 160669 was received for investigation. Visual evaluation found a crack closed to the nail connector; it was also noted that the bolt that connects the jib was lost. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.